Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference and user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter to meter comparison of test result reported using truemetrix meter of 244 mg/dl and the test result reported using trueresult meter of 104 mg/dl the customer's expected fasting blood glucose test result range is 95 - 104 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification, customer stores the product in the kitchen bar. The test strip lot manufacturer's expiration date is 12/15/2017 and open vial date is 08/16/2016. Customer stated had not changed anything in the daily activities such as diet, exercise, or medications. The meter memory was reviewed for previous test result history (date / time not set): the 183mg/dl, n/a, n/a, fasting:no; the 187mg/dl, n/a, n/a, fasting:no; the 158mg/dl, n/a, n/a, fasting:no, the 178mg/dl, n/a, n/a, fasting:no; the 244mg/dl, n/a, n/a, fasting:no. Memory concerns:183mg/dl, 187mg/dl, 158mg/dl, 178mg/dl, 244mg/dl.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter to meter comparison of test result reported using truemetrix meter of 244 mg/dl and the test result reported using trueresult meter of 104 mg/dl the customer's expected fasting blood glucose test result range is 95 - 104 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification, customer stores the product in the kitchen bar. The test strip lot manufacturer's expiration date is 12/15/2017 and open vial date is 08/16/2016. Customer stated had not changed anything in the daily activities such as diet, exercise, or medications. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns:183mg/dl, 187mg/dl, 158mg/dl, 178mg/dl, 244mg/dl.